Manufacturer narrative:
The device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. One ti powerport slim with 6fr white catheter was received for evaluation. Visual inspection identified splits adjacent to each other that ran parallel with the catheter. Functional testing found the catheter patent to infusion and aspiration with leaks noted at both identified splits. No other anomalies were noted to the catheter. Therefore, the investigation is unconfirmed for the reported broken catheter and confirmed for a subcutaneous leak without embolism. The definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. The device is labeled for single use.

Event description:
This report summarizes one(1) malfunction event. A review of the events indicated that model 1716001 port and catheter approximately on year and five months post port placement in the left subclavian vein, the patient allegedly experienced pain with flushing. It was further reported that a dye study was performed and it identified the port was broken at the junction of the catheter and inferior clavicle. Reportedly, the device was removed and replaced fourteen days post imaging. This report was received from one source. This event involved one female patient with no reported patient injury.